Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior and posterior, white particles inner device and delamination of the valve. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, opening crease sharp on anterior, delamination partial of the valve, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on posterior assessed as fold flaw opening, an opening crease sharp on anterior assessed as fold flaw opening and delamination partial (5%) of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation, capsular contracture baker grade ii, fold, and "any crease". Device has been explanted.